Event description:
As reported via medical affairs, an emergency room nurse reported that a patient presented to the emergency room with cardiac arrest and experienced on (B)(6) 2012. On (B)(6) 2004, the patient had a cypher stent implanted to an unknown coronary artery. No additional information is available.

Manufacturer narrative:
Concomitant medications: plavix, asprin, lisinopril and zocor. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via medical affairs, an emergency room nurse reported that a patient presented to the emergency room in cardiac arrest and expired on (B)(6) 2012. On (B)(6) 2004, the patient had a cypher stent implanted to an unknown coronary artery. No additional information has been available. The cypher stent remains implanted, thus unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x0804721 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had known coronary artery disease that may have contributed to the reported death.